Event description:
The customer reported discrepant high hemoglobin (thb) result when compared to repeat testing performed in laboratory. There is no report of injury due to this event.

Manufacturer narrative:
The customer communicated that they do not want to provide any further data. Without the instrument logs for review or additional information/evidence an investigation cannot proceed and therefore the root cause cannot be determined. The rp500e instrument is performing as intended and is currently operational at the customer site. The cause of this event in unknown. No systemic product problem identified.